Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa, but did not meet release criteria and needed to be fully recaptured. The physician recaptured the device through the was. The was and device were removed from the body since the was had two kinks at the proximal end. Upon removing the sheath, there was a thread sticking out of the distal end where the radio plaque marker band is located. A new was introduced and the procedure was completed with a new 24mm device. There were no patient complications reported.